Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, pentax medical innovation center was made aware of an incident which occured in (B)(6). The incident is as follows" the patient was a fairly standard treatment for be at the goj. The patient has a hernia and stricture a couple of centimetres proximal of the goj. Previous treatment had been emr. The catheter was in place and inflated with no issue. Dr (B)(6) then spent around five minutes trying to position the balloon which was tending to slip forward into the hernia due to the stricture and the pinch of the goj. He had applied about ten test-puffs and then suddenly reported that the patient had perforated. At which point, the catheter was immediately removed and the treatment moved to control of the perforation. During loading of the catheter into the endoscope, it was noted that the catheter shaft already had a slight pinch partway along the shaft. This was probably present from production. The packaging did not appear to be damaged in any way. It was decided to proceed with the case using the catheter on the basis that catheters do get damaged on occasion during a procedure and it does not always cause an issue. Furthermore any issues result in the catheter not inflating or causing a deflation event, in which case the catheter would have been scrapped and another fresh catheter swapped in." The device was returned to pentax medical innovation center for full investigation. Device investigation results: visual inspection was performed on the catheter. The following were noted: the catheter had a significant kink, the kink on the catheter shaft had an angular appearance to it, which was different from the minor perpendicular-to-shaft kinks typically observed from returned catheters. The complaint indicated that, "during loading of the catheter into the endoscope it was noted that the catheter shaft already had a slight pinch partway along the shaft. This was probably present from production. The package did not appear to be damaged in any way." C2 cryoballoon ablation system instructions for use (lbl-1016 rev d) and c2 cryoballoon catheter instructions for use (lbl-1030 rev c) includes the following statement under the warnings section: "if the catheter shaft is bent or kinked, discard and replace the device. Do not use or attempt to straighten. This may result in damage to the device or patient injury." It cannot be confirmed that the catheter was damaged during production. However, the kink visually suggests that it may have been kinked around the edge of a lab bench during production. Functional testing was performed on the catheter. The following were noted: the catheter (with the kink in place) was connected to a known working controller (fg-1017) and tested with nitrous oxide. This operating conditioned triggered the high balloon pressure alert and resulted in the controller aborting the ablation. Balloon deflation was observed to be slower, which suggested the kink was restricting exhaust flow. The catheter (with the kink straightened out) was connected to a controller (fg-1017) and tested with nitrous oxide. The system operated without fault. The catheter (with the kink straightened out) was connected to the production catheter tester (tol-1021) and tested with nitrous oxide. The balloon pressure registered 2.9 psi, which is the normal operating pressure of the device. Visual investigation was performed on the controller. The following were noted: the controller did not have any visual damaged on the exterior. Functional testing was performed on the controller. The following were noted: the controller was connected to a foot pedal (fg-1018). The controller underwent the normal start up procedure of confirming communication with the foot pedal and opening of the exhaust solenoid valve. The controller was tested with a known working catheter. The system performed without fault during a puff and full ablation. The controller was tested with the complaint catheter (with kink). The system performed without fault with a puff. The system resulted in a high balloon pressure fault during a full ablation. Controller immediately displayed alert, aborted treatment, closed nitrous oxide delivery valve, opened exhaust valve. Balloon deflation was observed to be slower, which suggested the kink was restricting exhaust flow. Data was downloaded from the controller. The following were noted: one (1) nitrous oxide cartridge was used. No full ablations were performed. There were 12 instances of balloon pressures exceeding 4.5 psi (high pressure alert limit). O 2 instances were associated with ablations. Alerted high balloon pressure faults. Ablation aborted. Balloon depressuration occurred over seconds, which suggested the kink was restricting exhaust flow (pressure normally drops to 0 psi immediately). Balloon pressure settled to approximately 2 psi, which suggested that the back up exhaust check valve functioned properly. 10 instances were associated with puffs. Did not alert high balloon pressure faults. Puff automatically stopped. Balloon pressure settled to approximately 2 psi, which suggested that the backup exhaust check valve functioned properly. Additional engineering testing was performed on the controller. The following were noted: the controller was tested with engineering test setup (tol-1452 and prt-2090) to specifically evaluate puffs. A puff is defined as a momentary release of nitrous oxide for visualization of the intended ablation spot. Artificial high pressure was sent to the controller during a puff (nitrous oxide delivery valve open, exhaust valve open) and this triggered an alert - high pressure fault. Artificial high pressure was sent to the controller after a puff (nitrous oxide delivery valve closed, exhaust valve open) and this did not trigger an alert. Artificial high pressure was sent to the controller after a puff (nitrous oxide delivery valve closed, exhaust valve closed) and this trigger an alert - unintentional nitrous oxide flow. Conclusions: catheter shaft had a significant kink. The cause of the kink is inconclusive; however, the appearance suggests kink originated during production and as the user states. Kink caused a restriction in exhaust flow, which resulted in higher balloon pressures. Kink caused delay of gas to exhaust out of the system. Controller software triggered high balloon pressure fault during ablation when high pressure was detected. Controller software did not trigger high balloon pressure fault after puff (nitrous oxide delivery valve closed, exhaust valve open) when high pressure was detected. The delay of gas to exhaust out of the system due to the kink after the nitrous oxide delivery valve closer caused the elevated balloon pressure did not result in high balloon pressure alert. Software code will be improved and updated to capture high balloon pressure faults when exhaust valve is still open after the puff. Patient: prof (B)(6) - reports that the patient is indeed doing well. The patient was treated immediately with clips and a stent. There was no relevant stricture in this asymptomatic patient. It was just a scar like in any other patient with dysplastic barrett's esophagus.